Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The consumer reported that the patient was walking and suddenly had a seizure on (B)(6) 2017. The patient reported that the patient was in the hospital/rehab and they still couldn't figure out what was wrong. No device issues were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.